Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Suspicious lots: 181001a15a, 180820a02a, and 181015a70a. Expiration date: 181001a15a = 09/30/2021, 180820a02a = 07/31/2021, 181015a70a = 09/30/2021. (B)(4). Manufacture date: 181001a15a = 10/12/2018, 180820a02a = 08/30/2018, 181015a70a = 10/25/2018. Device investigation could not be performed because the device was discarded by the user facility. Lot history review of each suspicious lot (181001a15a, 180820a02a, and 181015a70a) revealed no anomaly relating to the reported event. No other similar product experience report was received from either lot. Reviewing of production records found no indication of product quality deficiency. Referring to known similar events, it was presumed that tensile stress generated with wire removal would exceed the product design limit as the wire tip was being trapped possibly by the edge of deployed dess. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire became separated during a pci to treat a moderately tortuous, moderately calcified 75-90% stenosis in the rca. After deployment of two dess in the rca without difficulty, the guide wire that was placed distal in the #4 pv was attempted to remove; however, it was stuck at the tip segment and could not be removed. Force was applied to remove the guide wire when the guide wire started to unravel. An over-the-wire balloon was delivered to retrieve the guide wire, however, failed and the guide wire broke apart as the balloon was pushed forward into the vessel. A snare was then delivered with a new guiding catheter just to the ostium of the rca to capture the wire fragment; however, the wire fragment was still being stuck and it broke again on the snared end. The final attempt was taken without success by inflating a balloon in the guiding beneath the wire and pulling back the whole system. The end of the floating wire fragment reached to the ascending aorta. The physician determined to leave the wire fragment in situ. In six week follow-up, the wire fragment was confirmed staying in place and there were no adverse patient effects.